Event description:
Info received that the head up function was not working. No injury reported.

Manufacturer narrative:
Bed found in "down" storage. Head up function was not working. Function does not work manually or under power. Battery led is on. Determined problem to be faulty valve guide tube. Replaced head up valve guide tube to resolve this issue.